Manufacturer narrative:
The gathered information are currently analyzed. Additional information will be send upon investigation conclusion.

Manufacturer narrative:
It was reported that he patient was transferred from a wheelchair to the toilet by using the encore active floor lift and arjo sling. When the patient was in a standing position, the sling ripped. As a consequence the patient fall to the backward. No injury was reported. The pictures provided by the facility showed that one of the straps holding the support strap (which is positioned around the patient's body) on the sara plus wipe down sling was torn from the waist section of the sling. The support strap is designed to keep the sling in place around the patient's lower body, preventing it from moving. The waist belt is not a part of the sling that is intended to bear weight. As long as the patient is properly assessed (able to partially bear weight on at least one leg, has some trunk stability) and the patient's arms are outside the sling. The instruction for use for slings contains the information: tie active sling is intended to the patient/resident who has been clinically assessed to correspond to the following categories: sits in wheelchair. Is able to partially bear weight on at least one leg. Has some trunk stability. Dependent on caregiver in most situations. If the patient/resident does not meet these criteria an alternative equipment shall be used. "Before every use: check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for: soiled fabric." Based on all available information, it is impossible to determine the root cause of the reported event. The part of the sling that ripped is not intended to bear the patient's weight during the transfer. The arjo floor lift and the sling were used as a system during the resident transfer. The sling ripped and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to allegation that the patient fell out from the sling.

Manufacturer narrative:
The gathered information are currently analyzed. Additional information will be send upon investigation conclusion.

Event description:
It was reported that the patient was transfer from a wheelchair to the toilet. When the patient was in standing position, the sling ripped, as a consequence the patient fall to the backward. No injury was reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.